Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is made based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported the teeth will not stay closed together and opens when zipping the left side panel closed. Customer also reported damage to the slider and teeth. Customer did not provide the date when found. No patient incident or injury was reported.